Event description:
The customer reported that while he had the device in service diagnostic mode the print system log had a single entry of error code 20004 dated in april. The customer knew of no instance of error code 20004 while the device had been in use. Error code 20004 (ECG front end hard failure) is accompanied by the system failure cycle power message/instruction and operation is halted. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported that while he had the device in service diagnostic mode the print system log had a single entry of error code 20004 dated in april. The customer knew of no instance of error code 20004 while the device had been in use. Error code 20004 (ECG front end hard failure) is accompanied by the system failure cycle power message/instruction and operation is halted. There was no report of pt involvement or adverse pt impact. On (B)(4) 2012, the customer confirmed that no instance of error code 2004 while the device had been in use had been reported to him. He was unable to recreate the error code and found no trouble with the device. The device has been back in service for several weeks. The customer was unable to recreate the malfunction therefore we cannot determine the cause.